Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer was failed. A field service engineer (fse) had removed the drawer from the main station chassis and inspected the rear components of the drawer. Fse also reset all cable connections and then reinstalled the drawer back into the main station. Fse reconnected the pyxis bus cable, and the station was restarted. Fse logged in to administrative mode and opened the hardware testing application (hta). Fse successfully ran the required diagnostic tests and then restarted the station once more. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed, and the user was unable to recover the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.